Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had received keypad unresponsive, pump error alarm as well as blank display and frozen display. Customer¿s blood glucose level was unknown. Customer states that there was no response from any button. Customer was not able to clear the alarm. Customer was not calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display reoccurred. Customer reported that the screen was completely blank. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that display returned after insulin pump restart. Customer also reported that screen came back on long enough to show post-reset ram crc alarm, and then the screen went blank again, and the button presses were unresponsive. Customer troubleshoot was performed. The customer was advised to the insulin pump will need to be replaced and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.